Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment of the log files does not indicate a system failure or malfunction and no non-conformity was identified. The case described in the complaint was thoroughly investigated. Both the knowledge gained onsite and the pictures of the plant provided were included in the assessment. The ceiling-mounted system has been in operation since 2004. A deficiency in the mechanical structure could not be detected onsite or in the laboratory. The photos provided showed no indication of any increased wear. In general, there is a maintenance interval for this type of device during which the ceiling rails are cleaned and the necessary parts lubricated. In this case, the notified service technician did exactly that according to the maintenance instruction. A malfunction could not be detected and the system works as specified. The ceiling rails of the system were inspected and cleaned and the necessary components lubricated in accordance with the maintenance instructions. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. The user reported that abrasion or dust falls down from the ceiling rail into the sterile area. There is no report of impact to the state of health of any patient or user involved. Siemens has requested additional information in order to conduct an investigation of the reported event.